Event description:
It was reported that the rv port on a pa line broke in half when attempting to disconnect the tubing that was attached to the line. Not known what other therapies were used on the patient; no other devices used on patient as per medsun report. Follow up indicated that the paceport catheter broke off at the rv pacing infusion port. The catheter was put in by the anesthesiologist in the or and the patient was in cardiac sicu when the catheter broke. Follow up indicated that there was an edwards introducer being used with he catheter. It was indicated that the tubing that disconnected was hospira IV tubing. There was no resistance noted during the detachment of the catheter and tubing. The issue was resolved by capping the line and not using it and the next day the pa catheter was discharged. The was no issue with the patient.

Manufacturer narrative:
Intital aware date was incorrectly entered, data error. Corrected to reflect initial aware date of: (B)(4) 2013.

Manufacturer narrative:
Only the rv pacing/infusion hub and a section of the extension tube were returned. There is a injection site attached to the hub. The extension tube appears to have be broken 3.7cm distal of the hub. The cause of the break was not determined; additional investigation is underway.